Event description:
Customer reported experiencing high blood glucose readings in the range of 300 mg/dl to 400 mg/dl. Customer stated that he was bolusing and eating nothing and the blood glucose readings stayed high. Customer mentioned that he did a complete set change and the blood glucose readings did come down. No further information reported.

Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.